Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, fse confirmed the issue and replaced the suspect usm arm. After replacement, the system was tested and verified as ready for use. Isi has received the usm arm; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted post failure analysis evaluation. Although the complaint was not confirmed by failure analysis, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted general esophagectomy surgical procedure, the cadiere forceps instrument installed in universal side manipulator (usm) arm 1 stopped working. The customer received phone assistance from the technical support engineer (tse). Review of the system logs found error codes 31009 and 282, and engagement issues on usm arm 1. The customer re-draped usm arm 1 prior to the call. The surgeon undocked usm arm 1 and continued the remaining usm arms. It was further reported that usm arm 1 was "air docked" and the reporter issue was not observed. The surgeon indicated that usm arm 1 will be redocked during the second portion of the procedure. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering and it initially did power on without errors. It was confirmed that the instruments were eventually undocked, a 2nd patient side cart was brought in, 2nd psc was connected to the system to complete the procedure. No further error or issue was reported.

Manufacturer narrative:
The universal surgical manipulator (usm) has been evaluated by the failure analysis (fa) team. Fa was able to confirm and reproduce the reported complaint. The unit was tested on an in-house system and triggered no errors. The unit was also tested on the psc fixture test platform (pfpt) and failed the carriage switches. A golden axes controller, carraige rfid (accr) was installed, and the test passed. The original was returned, and the error came back. Upon further investigation, there was no fluid intrusion or physical damage. As a fix, the accr will be replaced.

Event description:
Refer to h10/h11 for follow-up information.